Event description:
It was reported that a device failure to seal occurred. In october 2023 a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, transesophageal echocardiogram (tee) revealed a peri-device leak. No patient complications were reported.

Event description:
It was reported that a device failure to seal occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, transesophageal echocardiogram (tee) revealed a peri-device leak. No patient complications were reported.